Event description:
It was reported the surgeon had trouble reaming the lateral cortex with the 11mm drill bit and noticed metal shavings when the drill bit was pulled back and when step reaming with the 6.0/10.0mm stepped reamer. There was concern that the helical blade was going to bind and it was decided to extract the 10mm nail and replace it with another one. It was decided to use the right/11mm /130deg nail of the same length; this required additional reaming of the canal with the flexible reamers. The right/11mm/130deg nail of the same length was inserted, when reaming for the helical blade the same problems occurred with both reamers. An alignment test with the instrumentation prior to insertion of both nails was performed and it could not be determined why the reamers were coming in contact with the sides of the opening for the helical blade in the nails. The patient outcome is unknown. There was no surgical delay. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment not diagnosis. Additional narrative: the subject device has been received, the review of the DHR showed orchid unique manufactured the 11 mm tapered drill bit, p/n 357.404 and lot u166251. Per the supplier's certificate of conformance (dated 12/21/12), the parts were manufactured and met all required specifications. The parts were inspected and found conforming to synthes incoming final inspection sheet. (B)(4) pieces of this lot were packaged for (B)(4) and released to (B)(4) on 3/12/13. There were no nonconformances generated for this lot. The product evaluation summary was performed, the returned parts are used in the trochanteric fixation nail (tfn) system for intramedullary fixation of proximal femur fractures and are listed in the titanium trochanteric fixation nail system and screw option technique guides. The returned 11mm tapered cannulated drill bit (357.404) (u166251) is used to open the lateral cortex for helical blade insertion. The returned 6.0mm/10.0mm stepped cannulated drill bit (357.403) (u163337) is utilized when bone is dense and the lateral cortex pathway for the helical blade needs to still be modified after being drilled with the 11mm drill bit. It is possible that use of an unapproved drill and/or less than ideal guide wire placement contributed to the issues experienced while drilling the lateral cortex. The returned 6.0mm/10.0mm stepped cannulated drill bit was manufactured 10jan13 and drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned 11mm tapered cannulated drill bit was manufactured 21jan13 and drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the complaint description and returned parts it is not possible to determine a true root cause for the complaint. Two possible contributing factors include a complication with the guide wire placement/positioning and type of drill used while opening the lateral cortex. The complaint description states that while attempting to drill the lateral cortex to prepare it for helical blade insertion, the surgeon had trouble reaming and noticed metal shavings upon pulling back the drill bit. After initially drilling with the 11mm drill bit the surgeon used a 6.0/10.0mm stepped reamer and experienced the same condition. Surgeons sometimes use synthes drill bits with non-synthes drills which are more powerful and not indicated for use with synthes parts. It is possible that use of an unapproved drill and/or less than ideal guide wire placement contributed to the issues experienced while drilling the lateral cortex. Since there is no apparent damage noticeable on the tips of the returned drill bits it is most likely that the metal shavings noticed during surgery consisted of implant grade titanium-aluminum-niobium alloy from the implant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.